Event description:
During attempt to place PICC link noted resistance upon insertion tremoral - identified device had a thread - like piece attached to the PICC line which is most likely part of the guide wire. Pt was advised of problem. Second attempt to place new PICC line was successful.